Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: (B)(6) 2015. Patient height: (B)(6) inches. (B)(4).

Event description:
It was reported the end user developed a peristomal ulcer approximately six weeks ago. The ulceration measured 0.5 inches by 0.25 inches with no depth. The end user has been treated by his physician with ostomy powder and absorbant dressings but has seen no improvement. No further information was reported.